Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono floor system. The radiation dose applied to the patient during an interventional procedure was reported to be higher than expected. The procedure was continued and completed on the same unit. We have no indications of any adverse effects on the health status of the involved patient.